Manufacturer narrative:
The reported event of ¿the insulation on lead felt and appeared not be smooth¿ was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood. Visual inspection of the lead found the outer insulation was twisted at the distal region consistent with procedural damage. The cause of the reported event is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. While attempting to implant the lead, it was noted that the insulation was not smooth. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.